Event description:
The radiologist did not remove stylet, cut catheter & wire, 5 days later the wire was protruding through catheter wall. Distal access luer lock hub. Reported to tga as per hospital process.